Event description:
A report was received that a pt was experiencing difficulties charging the ipg, because the pocket was too deep. The pt underwent a pocket revision procedure, and the pocket was made shallower. The pt was reportedly doing well following the procedure.

Manufacturer narrative:
This is the final report.